Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient presented to the clinic for evaluation. Upon arrival, a fingerstick test was performed, showing a cgm reading of 69 mg/dl, while the blood glucose reading was at 289 mg/dl. Although the patient did not report any symptoms at the time, the attending physician expressed concern regarding the discrepancy between the cgm and blood glucose values. Out of caution, and due to the potential risk of stroke or heart attack if the patient were to drive herself, the physician contacted emergency services (911). Upon arrival at the hospital, another fingerstick test was conducted. The cgm reading had dropped to 40 mg/dl, while the blood glucose reading had risen to 600 mg/dl. The patient later stated that she could have been in a coma for five days due to the event but declined to provide further details. At the time of reporting, the patient was stable and doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid when checked by the doctor at the hospital. No additional patient or event information is available.